Event description:
According to the available information the suction doesn't work well. Tried with 4 items.

Manufacturer narrative:
The investigation is ongoing at this time. A follow-up report will be submitted on completion of the investigation. The additional devices referenced in b5 are captured under separate reports.